Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record and previous repair record for zimmer air dermatome serial number (B)(4) was reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(4) prior to (B)(6) 2019, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported from sanford bismarck that a dermatome was not cutting skin properly and was skipping during use on (B)(6) 2019. The customer returned a zimmer air dermatome serial number 113337 for evaluation. Evaluation of the device on 29 march 2019 noted that the control bar was low on one side of the device and that the dermatome was out of calibration specifications at the zero setting only. The motor ran within motor speed specifications. Repair of the dermatome occurred the same day and involved replacing multiple bearings and setting the control bar back to the right position. The technician then tested and verified that the device was functioning as intended, and then returned the device to service without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on (B)(6) 2019. While the service technician found that the control bar was out of position, which would prevent the blade from sitting flush with the control bar, therefore allowing the dermatome to take an improper graft and skip during use, it cannot be determined from the information provided as to what caused the control bar to move out of position. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that device was didn't cut skin correctly, dermatome skipped across skin. The event occurred during surgery and there was a harm, a delay reported. Patient has to have a full thickness graft taken from another part of the body. No permanent harm noted. Patient has wound where the initial grafting was attempted. There was a delay of 1-2 hrs. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that device was didn't cut skin correctly, dermatome skipped across skin. The event occurred during surgery and there was a harm, a delay reported. Patient has to have a full thickness graft taken from another part of the body. No permanent harm noted. Patient has wound where the initial grafting was attempted. There was a delay of 1-2 hrs. No additional consequences have been reported as a result of this malfunction.